Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent and abdominal pain. On an unknown date the patient was treated with intraperitoneal (ip) cefuroxime daily (dose not reported). The cause of the peritonitis was unknown. The patient was discharged 6 days after admission. On an unreported date the patient was retrained on technique. At the time of this report the patient was recovered from this peritonitis event. No additional information is available. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd896209 and gd896415 with no issues noted during the manufacturing processes. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the device was not returned, a device analysis cannot be completed. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.